Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator (ICD) was unable to initiate capacitor maintenance after multiple appropriate shocks. The ICD was explanted and replaced on an unknown date. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted on (B)(6) 2021.

Manufacturer narrative:
The reported field event of delayed capacitor charge time was confirmed through device image review. Electrogram (egm) review revealed extensive high voltage (hv) charging prior to the charge timeout alert which loaded down the battery voltage past the point of end of life (eol) and resulted in an extended charge time. This should not be considered a device malfunction. A longevity calculation was performed based upon nominal programmed settings and usage data. The calculations showed the battery depletion was normal. Telemetry, pacing, sensing, impedance, hv output, and patient notifier were tested on the bench. No anomalies were detected.